Manufacturer narrative:
UDI (B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. The imaging evaluation states a gore® cardioform septal occluder is highly visible in the image. There appears to be an approximately 1cm x 3cm echogenic mass attached to the left atrial disc. No further images were received.

Event description:
It was reported to gore that on (B)(6) 2016 a 25mm gore® cardioform septal occluder was implanted. On (B)(6) 2017, an echocardiogram showed a large thrombus on the left side of the occluder that appeared to be hanging on the left eyelet. The patient was hospitalized and treated with intravenous heparin. It was reported the patient had a transient ischemic attack over the weekend while on heparin; however, it resolved with no infarct noted on CT scan.